Manufacturer narrative:
The customer reported that the front case with keypad is being replaced with recall replacement parts. The returned front case w/keypad assemblies were confirmed new and are listed in the medical device recall letter sent to the customer on (B)(6) 2020. External inspection was performed on the 7 printec (B)(4),keypads date code 18/01 (B)(6) 2018. The keypads were observed to be in new unused condition with no irregularities observed. Due to the keypads being new unused with no faults identified during testing, no internal inspection was required. Review of the pcu module (B)(6), service history record could not be performed as s/n provided is not a valid s/n. Review of the production failure record could not be performed as s/n provided is not a valid s/n. H3 other text : only keypads were received for investigation.

Event description:
It was reported the front case with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
Supplemental created to revise h6 evaluation and conclusion codes, to reflect no fault. Found additional information. H3 other text: fi added to previous MDR.

Event description:
It was reported, the front case with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case with keypad is being replaced. There was no patient involvement.